Manufacturer narrative:
The service provider provided the investigation report on 09/09/2021. The actual device was tested. The air-in-line alarm went off right away when an air bubble was passing through the device. The testing was repeated multiple times. The device was found to meet all specifications. The reported issue was not confirmed.

Event description:
On 08/26/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and stated that pump (B)(4) did not alarm air-in-line and it got all the way to the patient. "Patient was receiving an iron infusion, 750mg/15ml (this infusion is brown in color) mixed in a 250ml bag of 0.9% ns for a total volume of 265ml. The nurse programmed the pump for 250 ml/hr with a total volume of 250ml. After 30 minutes the pump alarmed and stated "infusion complete"; however, there was still a small amount of iron solution in the 250ml bag so she added 40ml more volume to finish, knowing that once the pump recognized air, the pump would alarm, stating that there was "air in the line". Another 8 minutes went by and the nurse was wondering why it was taking so long. When she looked over there was no iron in the tubing, all the way to the patient. The nurse immediately stopped the pump @1835 and continued to monitor the patient for any adverse reactions (this is a requirement per policy and pi to monitor for 30 minutes post infusion for any iron product). The patient immediately c/o blurry vision. The patient proceeded to c/o chest pain/shortness of breath, cough, nausea. After treating her for a possible medication reaction, the patient left our facility via ems to the hospital with a chief complaint of chest pain." The registered nursed provided follow up information that "she was discharged from the ed around 2 am this morning. I talked to her and she is doing a bit better, still c/o chest pain and just not feeling right".